Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 489 mg/dl to 538 mg/dl. Reportedly, customer was using humalog supplies longer than 48 hours. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 9/30/21 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.